Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted anterior leaflet, restricted posterior leaflet, and posterior mitral annulus calcification. A mitraclip ntw was inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip ntw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and after multiple grasping attempts and interaction with the chordae occurred, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and the clip was able to be freed from the chordae, but the gripper actuation issues were unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing the mr to a grade of 1. While outside the patient, the device was tested, but the gripper actuation issue continued to occur. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). The reported image resolution poor, difficult or delayed positioning - anatomy and positioning failure leaflet grasping - clip not implanted could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported single gripper actuation issue cannot be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. The reported positioning failure associated with leaflet grasping, however, appears to be related to patient conditions and due to restricted anterior and posterior leaflets and posterior mitral annulus calcification. Image resolution poor is related to procedural conditions as difficulties visualizing the clip occurred due to device shadowing. There is no indication of a product issue with respect to manufacture, design, or labeling.